Event description:
Pediatric pt had a turbo-ject single lumen peripherally inserted central venous catheter in place. On (B)(6) 2011, the nurse found a pool of blood and a clot in the pt's bed. PICC line was clamped and labeled do not use. On (B)(6) 2011, it was noticed that the end of the PICC line was broken off and lying in the pt's bed. PICC line double clamped and the remainder of the PICC line was removed in the operating room and replaced with a new line.

Manufacturer narrative:
Add'l surgical procedure is not listed in the instructions for use. Separates is not specifically listed in the instructions for use. The catheter hub was returned in a used and contaminated condition. Material from the extension tube was still present, indicating a tubing failure and not separation between the hub and extension tube. Quality control does a 100% confirmation that overall catheter surface is clean and free of damage or excessive imperfections and that the small lumen is open (if applicable) and there is no lumen communication. Appropriate design controls have been completed. The instructions for use (IFU) details proper catheter usage and maintenance procedures. The returned portion of the device was examined and subsequently determined to have been manufactured to specification. It is possible that the device was exposed to atypical tensile forces. However, at this time, the root cause of this failure remains inconclusive. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Per quality engineering risk assessment, the risk is insufficient to warrant corrective action at this time.